Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: a review of the pump black box showed cs 064 call service alarms. During investigation, while attempting the rewind step, the piston did not move. The pump¿s cover was removed and the motor would not move when connected to an external power supply due to internal motor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.